Event description:
It was reported that a pairing issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Product was provided for investigation. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss was determined to be a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).